Event description:
Customer's meter was not working. Customer indicaed that some segments were missing from the display. The customer was asked to return the meter for eval and a replacement was provided. The customer was invited to call 24/7 with any future questions or concerns.